Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner shafts, and the remainder of the device were checked for damage. Visual examination revealed that the handle is partially open. The proximal inner and inner liner are pulled out of the device. The inner liner is separated 161cm from the tip. The proximal inner is prolapsed. There is buckling to the outer sheath at the nosecone. There are multiple kinks along the sheath and multiple small kinks along the proximal inner. The inner liner is kinked 19.8cm from the tip. Microscopic examination revealed no damages. The handle was open to confirm what parts were missing and if there were additional damages inside. The proximal section of the inner liner and clip that attaches to the handle are missing. The pull rack, retainer, and middle sheath are missing. There are blue marks on the inside of the handle and on the thumbwheel. Inspection of the remainder of the device, revealed no other damage or irregularities. Analysis of the device found damage that would have contributed to the deployment issue.

Event description:
It was reported that a partial deployment occurred. Vascular access was gained via contralateral approach. The target lesion was located in the severely calcified angled bifurcation and moderately tortuous long superficial femoral and popliteal arteries. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated. A 0.014 guidewire was advanced through a 6fr 55cm sheath. During the procedure, the thumbwheel on the eluvia device was used until the white arrow was visible with little resistance. The blue pull grip was pulled back quite forcefully until the mechanism inside the handle came apart. The stent partially deployed at this point. The catheter was pulled back to ultimately deploy the remainder of the stent. The eluvia stent overlapped with a previously placed stent. There were no patient complications.

Event description:
It was reported that a partial deployment occurred. Vascular access was gained via contralateral approach. The target lesion was located in the severely calcified angled bifurcation and moderately tortuous long superficial femoral and popliteal arteries. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. The lesion was predilated. A 0.014 guidewire was advanced through a 6fr 55cm sheath. During the procedure, the thumbwheel on the eluvia device was used until the white arrow was visible with little resistance. The blue pull grip was pulled back quite forcefully until the mechanism inside the handle came apart. The stent partially deployed at this point. The catheter was pulled back to ultimately deploy the remainder of the stent. The eluvia stent overlapped with a previously placed stent. There were no patient complications.